Event description:
On (B)(6) 2014 the patient had an open ventral hernia repair using two pieces of surgimesh wn t1415-8. Approximately a month p.o. The patients skin wound from the ventral hernia repair broke down. On (B)(6) 2014 the patients wound was irrigated, debrided and re-closed. The patient was given antibiotics on (B)(6) 2014 the patients wound was again irrigated, debrided and a wound vac placed. On (B)(6) 2015 the patients abdominal wound was making progress and there was evidence of granulation taking place. At a (B)(6) 2015 check-up the patients abdominal wound was continuing to heal, a bit slowly. On (B)(6) 2015 the patient was brought to the surgeons office for excision of unincorporated t1415-8, irrigation of the site and debridements. By (B)(6) 2015 the patient called indicating that drainage had increased. On (B)(6) 2015 the surgeon excised the remaining t1415-8 and closed the patients abdominal wall. The sterility and acceptability for clinical use of the surgimesh wn t1415-8 was confirmed through the manufacturer lot history records.